Event description:
A report was received that the patient had difficulty charging the ipg. The physician determined that the ipg was tilted slightly. The patient underwent a procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively. No device malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.